Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from july 21, 2020 - july 23, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port weld in back of the bag. Additional magnified inspection was performed which verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. The leak was discovered during priming. There was no patient involvement. No additional information is available.